Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an applicator deployment issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient had 3 dexcom sensors were not working because they would not deploy. The sensors did not detach from applicators. The reporter was not able to able to check time to time the sugar level of the patient. As per reporter the patient did not have the an active sensor session for that day only. For that day only. Reporter was doing a finger stick to manually manage and check the patient's sugar levels. The patient went into dka while the finger stick was at 301 mgdl. The mother drove to the emergency room (ER) because of her symptoms vomiting, ketones and dehydrated. The dka was treated with IV fluids and the patient was okay during the report. Data analysis revealed that the user was in an active sensor session and alerts and alarms are functioning as expected. As the user is in an active sensor session and alerts were provided accordingly, the alleged issued of applicator deployment issue did not cause or contribute to the serious adverse event. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). H6 medical device problem code - 3191. Patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an applicator deployment issue occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient had 3 dexcom sensors were not working because they would not deploy. The sensors did not detach from applicators. The reporter was not able to able to check time to time the sugar level of the patient. As per reporter the patient did not have the an active sensor session for that day only. For that day only. Reporter was doing a finger stick to manually manage and check the patient's sugar levels. The patient went into dka while the finger stick was at 301 mgdl. The mother drove to the emergency room (ER) because of her symptoms vomiting, ketones and dehydrated. The dka was treated with IV fluids and the patient was okay during the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.